Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During the support, the nurse called describing a brief low battery alarm on the automated impella controller (aic). They unplugged and the battery dropped to 50% when plugged back in and returned then to 100%. Currently, the aic is reading 100%. They have not been able to recreate the alarm by unplugging. The team made decision to replace the aic. No patient harm was reported due to the issue.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.